Event description:
Reporter alleged accidentally sticking her thumb with a previously used lancet needle from the soft touch lancing system used in finger-stick blood glucose testing which belonged to a relative. Reporter stated she was attempting to assist the relative in changing the needle when the stick occurred; however, no medical treatment was received at the time. Reporter indicated several days later while attending a doctor's appointment with the relative, the accidental needle stick was mentioned and through testing the relative was found to have tested positive for hepatitis, type not provided. Reporter stated she was treated with several preventative shots over the next 6 months and continues to follow-up with the doctor every several months to undergo hepatitis testing. No other action were reported taken or treatment reportedly received. A request was made for the return of the suspect product; however, all product has been discarded; therefore, no product will be returned for evaluation.